Event description:
During placement of a gastrostomy tube, the physician used a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set-push. As the user was placing the feeding tube over the wire guide, two sections of the wire guide were noted to be unraveling. The wire guide and feeding tube were removed from the patient. Another gastrostomy set was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. Extended procedure time is the only adverse effect that occurred. The patient did not experience any adverse effects due to the extended procedure time.

Manufacturer narrative:
The product said to be involved in this report was received by cook endoscopy on (B)(4) 2010 and was sent to the approved wire guide supplier for evaluation on the same day. The evaluation results have not yet been received. Upon receipt of the evaluation results, a follow-up MDR will be submitted. Evaluation: the wire guide said to be involved was returned to cook endoscopy for evaluation on (B)(4) 2010. The wire guide has been returned to our approved wire guide supplier to complete the evaluation of the returned product. We have not yet received the evaluation results from the approved wire guide supplier. A follow-up MDR will be submitted upon receipt of the evaluation results. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: during the procedure to place a feeding tube, the wire guide included in the set is placed inside the patient before advancing the feeding tube into position. In order to position the wire guide, the snare provided in the set is used to grasp the wire guide and pull the wire guide into position. Unraveling the wire guide can occur if the snare is severely tightened onto the wire guide. If the snare and wire guide are pulled with the snare in this position, this could have contributed to the reported wire guide damage. The initial reporter could not specify the length of the abdominal incision. Wire guide damage can occur if the incision through the skin is less than 1cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube is being advanced into position over the wire guide. If the wire guide experiences excessive pressure during use and/or general handling, damage to the wire guide can occur. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set- push devices are subjected to an inspection for device integrity. A visual examination of all components is performed. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.